Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708740 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for movement disorders. The hcp reported that the patient's extension had three pairs of contacts that were shorted out. The hcp reported that the lead and ipg impedances were checked and it was confirmed that the extension was the cause of the issue. The hcp reported that the broken extension was replaced with a new one and the impedances resolved. No patient symptoms were reported.

Event description:
Additional information was received. It was reported that the healthcare professionals involved with the device revision would be returning the extension for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.